Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found error 1870. Functional testing confirmed the customer reported issue. The primary problem was due to a defective motor. The motor was replaced.

Event description:
It was reported that the pump doesn't infuse. There was no patient involvement, there was no harm/adverse event reported.